Event description:
Patient called alleging that his down arrow button is no longer responding to button presses. He reported that for several months it has been "sticking" and now it is not working at all. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: pump was returned for keypad tactile changes, keypad was fully intact with no damage or peeling. Upon investigation found the "up", "down" and "contrast" key to be intermittent, "ok" key to be responsive. Contamination found under all key contacts. Confirmed display is faded and discolored upon start up and difficult to read. The contrast setting was set at 8. Increased the contrast setting to the maximum of 10 with no improvement observed. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Completed the testing with test display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.